Manufacturer narrative:
No product will be returned for eval.

Event description:
On (b)64) 2011, the pt reported the infusion set was leaking insulin at the infusion site. She removed the headset and injected insulin via syringe and she inserted a new headset when she returned home. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. The alleged infusion set was discarded. No product will be returned for eval.